Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device a was returned in good visual condition. During mechanical testing, it was found that the upper jaw at the proximal interface made contact with the active rod. This contact resulted in skiving of the insulation of the active rod near the pivot area. When the upper jaw makes contact with the active rod this creates an electrical short and the replace device warning, preventing the energy to be delivered to the electrode. This affected the sealing performance of the device. The instrument was disassembled and no additional evidence that could contribute to the activation or hemostasis issues was found. The device b was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. There were no anomalies noted with the functionality of the device. Device b batch g9lj9c, mfg date 11-22-2010, exp date 10-22-2012, (B)(4).

Event description:
It was reported that during an unknown procedure, the first device was not heating up or sealing. Per the surgeon, while activating he could put his hand on the jaws. It would not heat up. Another device was opened to stop the bleeding, but it would not heat up either. The bleeding was controlled with another nseal device. The patient is okay. No adverse consequences reported.